Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer¿s blood glucose level was unknown. Customer stated that barley heard any of the sounds on the insulin pump. Customer stated they having trouble hearing the beeps. Customer was assisted in performing a self test and insulin pump had beeped during the tone test but on self test customer stated heard the audio but it was very low. Customer was advised the insulin pump needed to be replaced and refer to back-up plan. The insulin pump will be returned for analysis.